Manufacturer narrative:
(B) (4): evaluation summary: the analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the surgeon made a first staple line with a different device and everything was ok. Afterwards, the surgeon took a new reload for making a new staple line. When he fired with the new reload, there were some staples which were not completely formed (about 40mm of the stapling line). The uncompleted formed staples were localized in the right part (first and second row) of the cut line. The staples in the left part (third and fourth row) were correctly formed. The surgeon checked that the staples in the remaining stomac were correctly formed. It was the case. Anyway, he used some sutures in order to reinforce the staple line. There were no adverse consequences for the patient.